Event description:
Customer reported that the device delaminated during a laparoscopic ventral hernia repair. Significant bleeding occurred during removal of adhesions. It was reported that hemostasis was not obtained prior to introduction of the device into the abdominal cavity. Significant manipulation of the device occurred prior to delamination. The device was removed and a primary closure used to complete the repair.

Manufacturer narrative:
The product insert instructs and warns the user that the uncontrolled or active bleeding should be controlled prior to placement of the device. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.